Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.